Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was not able to reproduce the reported issue. The fse checked logs and found no electrical faults recorded. The fse checked the fault logs and reloaded the software, per fault code 55. The fse performed functional testing and electrical safety checks. The unit passed all functional and safety tests and was returned to customer, cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown. There was no patient harm and no adverse event reported.